Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed events consistent with rotor instability; however, a specific cause for this finding could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2024 through 06dec2024, per the timestamps. On (B)(6) 2024, low speed advisory alarms were captured accompanied by low flow alarms. The events captured by the log file appeared to be consistent with a rotor instability event. A pump reset was requested by the controller, which has software version 1.7.0. The requested pump reset resolved the rotor instability event, as intended by design. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on hm 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 7 "alarms and troubleshooting" describes alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D is currently available. Section 5 "alarms and troubleshooting" includes a list of alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to a routine clinic appointment and was found to have the following alarms on (B)(6) 2024: pump stop, communication-a, communication-b, low speed hazard, and low flow. Initially, the alarms were attributed to an electrostatic discharge (esd) event, however, the following observations were found: the duration of the alarm condition (11 seconds), the elevated motor power (22+ watts), and the slightly odd increase in power cord voltage in the absence of power cable disconnects. Log files were submitted for review and confirmed a pump stop on (B)(6) 2024. Prior to the pump stop the file did capture some rotor instability events. This was followed by some magnetic centering events. A possible cause of these events could be pump ingestion. The pump appeared to power cycled around the 20-watt range. After the power cycle the rotor issue cleared, and the pump parameters returned to normal.